Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the patient underwent revision surgery on left hip on (B)(6) 2018. The revision was performed due to pain, limited mobility, and elevated metal ion levels. On the right side following primary surgery.

Manufacturer narrative:
H10. Additional information in a2, b6, b7, d1, d2, d4 and g4. H11. Corrected information in b5.

Event description:
It was reported that the patient underwent revision surgery on left hip on (B)(6) 2018. The revision was performed due to pain, limited mobility, and elevated metal ion levels. On the left side following primary surgery. During the revision surgery, the bhr femoral head was explanted and replaced with a tha system. The acetabular cup remained in situ.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to pain, limited mobility, and elevated metal ion levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no devices batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It should be noted the surgical technique contraindications include ¿patients with any vascular insufficiency, muscular atrophy, or neuromuscular disease severe enough to compromise implant stability or postoperative recovery". It cannot be determined to what extent the neutral anteversion of the acetabular component had on the patient¿s pain and clinical status. The pain, elevated metal ions and pseudotumor may be consistent with findings associated with metal debris; however, the root cause of the pain, elevated ions and pseudotumor cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It should be noted the surgical technique contraindications include ¿patients with any vascular insufficiency, muscular atrophy, or neuromuscular disease severe enough to compromise implant stability or postoperative recovery¿. It cannot be determined to what extent the neutral anteversion of the acetabular component had on the patient¿s pain and clinical status. The pain, elevated metal ions and pseudotumor may be consistent with findings associated with metal debris; however, the root cause of the pain, elevated ions and pseudotumor cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information the neutral anteversion of the acetabular component cannot be ruled out as a contributing factor to the reported reactions. However, without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.